Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, the balloon surface appeared "rough," and deflation difficulties occurred. A 2.5x24mm taxus liberte drug-eluting stent had been advanced to treat an unspecified lesion. The stent was deployed; however, the balloon appeared to deflate slower than usual. The physician also encountered difficulty in removing the balloon from the stent due to "roughness" on the surface of the balloon. The procedure was completed with this device. There were no patient complications reported with the patient's current condition listed as "okay."

Manufacturer narrative:
Device analysis: the complaint device was not returned, therefore product analysis was not possible. The manufacturing records were reviewed and no issues or discrepancies were found. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The root cause of the reported complaint is not able to be determined. Product unavailable for analysis.